Event description:
It was revealed when the explanted vns products were received from a funeral home that the patient had passed away. No information was provided nor was an allegation made. During product analysis, it was revealed in the internal generator that the last greater than 25% change in impedance was approximately six months prior to the products being received by the manufacturer. There were no performance or any other type of adverse conditions found with the pulse generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A majority of the lead assembly was not returned and, therefore, a complete evaluation could not be made as to that portion of the lead. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The set screw marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. As the high impedance occurred prior to the estimated date of death (per products arrival to manufacturer), the relation between the high impedance and the patient's death was unknown. The high impedance is reported in mfg. Report #1644487-2019-00436. The patient's last known physician treating vns was found to have retired. No additional relevant information has been received to date.